Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Pump alarmed "empty bag - upstream occlusion" following an overinfusion of 5fu. Customer indicated pump is programmed in continuous mode. Total bag volume was 191 ml - 15 ml overfill. Pump programmed at 88 mls per day - 4 mls per hour over a 2 day period. Treatment started at 1pm. Alarm sounded on pump at 9am on next day- pump read 82.6 and the bag was dry. Reporter states no patient injury occurred and no medical intervention was required. Pump will be sent to pal lab for testing.